Event description:
On september 4, 2013, valeant medical info received the following adverse event via phone from the pt (note that the adverse event may have been reported initially to sanofi (case # (B)(4)): a female pt was injected on her cheeks and jaw line approx (B)(6) 2010 with sculptra aesthetic for cosmetic reasons. In (B)(6) 2011, the pt noticed a lump on her right cheek and initially thought it was from a bug bite. The lump felt hard to the touch. She went to see her dermatologist on (B)(6) 2011 where the lump was originally diagnosed as a sebaceous cyst by the medical assistant. In (B)(6) 2011, another cyst developed under the original cyst. In (B)(6) 2011, more bumps showed up on the right cheek and jaw line. In (B)(6) 2012, her dermatologist diagnosed the condition as nodules from the injections of sculptra aesthetic. In (B)(6) 2012, the pt underwent a procedure with her plastic surgeon who attempted to surgically remove some of the nodules. The pt reported that the physician was unable to remove all of the nodules because they were too deep and would leave scars. At the time of this report, her condition remains unchanged. The pt is seeking info on how to treat her condition. Medical info advised the pt to consult with her physician for medical care. No further info is available at this time. For reference purpose only, this case has also been assigned the following tracking numbers: (B)(4), ((B)(4) on behalf of valeant).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4), injection site nodule assessed as serious and possibly related.